Event description:
Manufacturer representative (rep) called regarding the patient's, stating that it is unresponsive. They stated the patient has charged the device and there is no bluetooth light. They also state that they did try to reset the communicator, but he is unsure if the patient waited the full 30 seconds. Patient(pt) reported they got their stimulator turned on and they are having trouble connecting the communicator. Patient mentioned that their rep has been trying to assist them but still was not able to fix the issue. Patient mentioned that their handset shows communicator not detected message. Agent walked the patient through in resetting the communicator. Patient was able to successfully connect to mystim app and access therapy screen. Patient was currently using group c. Agent also reviewed information about battery depletion and communicator light indicators. No symptoms were reported. Patient called back and mentioned they couldn't get the communicator to turn on again and couldn't get the blue light to stay on. Agent reviewed communicator light information. During the call patient restarted the handset. The communicator green light was flashing every 10 to 15 seconds. Patient restarted the power button and the lights flashed then stayed on a solid green light. Agent had patient let go of the power button. Patient held the power button down again and the light would not turn off and was at a solid green light. Patient confirmed they were holding or pressing the power button down. Patient also mentioned their stimulator had not been working properly at all and they were not getting some relief. Patient was able to tweak their intensity but issue did not resolve. Their representative was good but was not able to get their stimulator started. Agent redirected patient to their hcp to address the issue. Agent closed case. The cause of the difficulty connecting communicator determined that pt called and getting new communicator. Patient called patient services himself. Patient and their wife called in stating they received the communicator replacement but they are still having the same issue. Callers stated the blue light doesn't stay on. Agent assisted the callers with pairing the new communicator with the stimulator. Patient confirmed they were connected and reported the handset indicated the stimulator battery was low. Patient confirmed they could see their current therapy settings. Agent advised patient to charge their stimulator soon. Patient mentioned they are not getting adequate pain relief from the current programming. Agent redirected to the hcp/mdt rep to discuss therapy concerns and programming considerations. Additional information was received from the patient that it didn't provide them any relief. Patient said that they have been working with the representative (rep), who has been trying to get to the proper program and so far no luck. Patient also said that the issue was not resolved. And if not resolved soon, they said they would ask one of our experts to determine why its not working. Rep has been terrific and he and I been in very frequent contact but may need to have device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative that they saw this patient two days ago and there were no issues. Appears as all issues were resolved. Rep also told that they did explain to patient to close the apps after using them because he keeps all open sometimes.